Manufacturer narrative:
During failure analysis, the reported event that the tip of the device was bent was confirmed through the visual inspection and production software. During the device evaluation, we were unable to determine what caused the bent tip. It is possible rough or improper handling led to the bent tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip of the 2.7mm right posterior fossa suction tube was bent during testing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the 2.7mm right posterior fossa suction tube was bent during testing. There was no patient involvement and no adverse consequences associated with the device.